Manufacturer narrative:
The clamp, 9733148, thoracic, radiolucent (lot# 150327) was returned for analysis. Through functional testing and visual/physical examination analysis found physical damage. The adjustment screw of the returned clamp had debris in the threads causing difficulty in the travel of the screw. The clamp was otherwise functional. This issue was documented in a medtronic navigation hardware anomaly tracking database. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
No parts have been returned to the manufacturer for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device outside of a procedure. It was reported that the site had a broken instrument that needed replacement. The thoracic clamp's screw thread was defragmented. There was no patient involvement.